Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon completion of intra-aortic balloon (iab) therapy that the customer noted blood in the hose of the iab pump. There was a "leak in iab circuit" and a "check iab catheter" alarms generated. There was no reported injury to the patient.

Manufacturer narrative:
The following information should have captured on the previous emdr submission: no decontamination or visual inspection was performed on the product since product was not returned. Although the device was discarded and not returned, a review of the pump service evaluation and copy of the error log has determined that blood was found to be present inside the pump tubing and that the leak in iab circuit and check catheter alarms were present. The product was not returned and so could not be evaluated. The DHR and lhr review is not able to be performed since the product information was not provided. The complaint was confirmed based on the service order provided for the noted leak and alarms, but we are unable to evaluate the product to determine a root cause. (B)(4).

Event description:
It was reported that upon completion of intra-aortic balloon (iab) therapy that the customer noted blood in the hose of the iab pump. There was a "leak in iab circuit" and a "check iab catheter" alarms generated. There was no reported injury to the patient.